Event description:
Attempted to use perclose at end of ptca [percutaneous transluminal coronary angioplasty]. Device's feet did not work and md unable to remove and deploy sutures. Vascular surgery called and they were able to get device out. 8 fr sheath left in place.